Event description:
Programmer generated the "serious programmer problem" message. It was requested that the programmer be replaced with a wireless model. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - ECG (electrocardiogram) connector found loose on a printed circuit board assembly. Common mode/wrist electrode functional tests out of specification. Tab found broken on the power cord bay door. System fan is noisy. Programmer booted to a system error.